Event description:
It was reported that high impedances of ¿>10000¿ ohms were measured involving the patient¿s lead. The patient¿s lead remained implanted and in service at the time of report. It was unknown if an action was to be required as a result of the event. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).